Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 260 mg/dl. The customer took a bolus to stabilize bg level. The customer stated elevated bg level was due to high food consumption and consuming more carbohydrates. The customer declined to troubleshoot with tandem technical support.